Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2023 with successful placement of a 31mm watchman flx pro laac with complete laa seal and deployed device diameter of 23.3 mm. The patient was discharged the same day on a medication regime of aspirin and clopidogrel. On (B)(6) 2024, 339 days post index procedure, the patient presented for protocol scheduled 12-month follow up. At the time of the follow up, the patient was on aspirin. Transesophageal echocardiography (tee) assessment revealed a thrombus on the device. There was no pericardial effusion, no atrial septal shunt and no thrombus on the left atrium excluding the device related thrombus. The estimated lvef (left ventricular ejection fraction) was 55%. The closure device was positioned at ostium (plane of maximum diameter is within 2mm of the desired ostial plane). No peri-device leak was noted. The patient was restarted on anticoagulation medication (apixaban) in response to the event.